Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch ultrasmart meter does not turn on. The patient's diabetes is managed with self adjusting insulin. The power issue began on (B)(6) 2010 at 6 am. As a result of the power issue, the patient managed his diabetes by taking less food and/or drink at the time of concern. 2 hours later, the patient claimed that he was sweating and eventually lost consciousness. The paramedics arrived around the same time and treated the patient with IV glucose for a blood glucose reading of "28 mg/dl." According to the troubleshooting performed with customer service, the power issue was not resolved since the patient did not have a replacement battery. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly decreased his food intake as a result of the power issue, passed out, and received medical intervention for hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k #k021819.